Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as: 2134265-2011-04246. Same patient as: 2134265-2010-04321, 2134265-2010-04945. It was reported that post a coronary artery stenting treatment procedure, the patient experienced restenosis and underwent revascularization. The index procedure treated a 3.0x40mm, 90% stenosed lesion of the proximal circumflex (cx). Treatment consisted of overlapping taxus liberte stents (3.0x16mm and 2.75x28mm) and post dilation resulting in 0% residual stenosis with timi 3 flow maintained throughout the procedure. The patient remained hospitalized post procedure for warfarin control due to atrial fibrillation and was discharged eight days post procedure on aspirin, clopidogrel, and warfarin. In (B)(6) 2010 the patient experienced angina and angiography was performed. In (B)(6) 2010 the patient underwent reintervention of a 2.5x15mm, 90% stenosed lesion in the proximal cx. Treatment consisted of placement of another manufacturer's drug eluting stent resulting in 0% residual stenosis. Timi 3 flow was maintained throughout the procedure. The event was resolved and the patient was discharged three days post procedure. In (B)(6) 2010, the patient experienced restenosis in the proximal cx and stenosis in the 2nd obtuse marginal (om). An intervention was performed in the proximal cx and the 2nd om. No ischemic symptoms were noted in the lesions. The lesion located in the proximal cx was 81% stenosed, 3.3mm in diameter and 12.1mm long. The lesion was treated with the placement of an unknown size non-bsc drug eluting stent. The lesion located in the 2nd om was 74% stenosed, 3.2mm in diameter and 12.1mm long. The lesion was treated with the placement of an unknown size non-bsc drug eluting stent. No patient complications were reported and the patient's outcome is improved. In (B)(6) 2011, a 2 year follow-up was performed with no anginal symptoms noted.

Event description:
It was further reported that post index procedure, the lesion was 90% stenosed and 3.5mm in diameter instead of the 81% stenosis and 3.3mm diameter initially reported initially reported. The lesion located in the 2nd om was 90% stenosed, 3.0mm in diameter and 12mm long instead of 74% stenosed, 3.2mm in diameter and 12.1mm long. Residual stenosis was 0% with timi 3 flow noted.